Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection at implant site. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral, topical and IV antibiotics (date and duration not reported) and the infection has resolved.